Event description:
The reporter stated the surgeon inserted a aa4204vf silicone single piece lens. Lens was removed due to lens damage due to loading error. Lens was cut out of patient's eye. No widen incision, no suture required. No patient injury. A different model lens, same diopter was implanted. Reporter stated there was no product malfunction.

Manufacturer narrative:
(B) (4) lens was cut out of eye. (B) (4).